Manufacturer narrative:
Instrument trace logs showed there were multiple d2 errors reported by the instrument sodium channel during the 2 hours prior to the sample being run. The instrument manual advises that these errors may result in an instrument calibration failure. The customer recalibrated the instrument and ran a single qc to verify the calibration. The qc result was 130.8. The lower limit of the qc range for sodium level 2 is 130. Additional trace logs demonstrate that the system performed without incident for 4 days after this event with the same cartridge installed.

Event description:
Discrepant results observed with rapidpoint blood gas system. There was no impact to the patient.